Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer 2-1 in the auxiliary cabinet on row b was off the bus. A field service engineer (fse) replaced the drawer board and reseated the connections, but the issue persisted. Diagnostics showed that row b was still off the bus and not sensing the open state. The drawer board was replaced again, which brought row b back online. During the process, the position sensor connector broke upon removal and was replaced. However, the drawer still did not sense the open state. The fse then reseated the latching mechanism components, but the issue remained. Finally, the pyxibus module controller was replaced and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.